Event description:
Info received indicates when the bed hi/low down is operated; the bed goes into emergency trendelenburg.

Manufacturer narrative:
The technician found with the head section all the way down, the CPR switch housing rubs on the hi/low lift arm, lowering the bed into trendelenburg. The technician replaced the foot hi/low drive to repair the bed.